Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, the most probable root cause is user error; malpositioning of an initial implant and possible implant late loosening.

Event description:
The patient had si joint arthrodesis in (B)(6) 2015 where two implants were installed. The patient had a period of pain relief but later reported to a different surgeon with complaints of a recurrence of si joint pain. The surgeon determined that the cranial positioned implant may have been loose and that the caudal positioned implant was malpositioned and not fully across the si joint. In (B)(6) 2020, the surgeon performed a revision surgery where he removed the cranial implant and replaced it with a new implant of the same type rotated sixty degrees around the axis. He then added an additional implant of the same type in between the two implants to help fixate the si joint. The preexisting lower implant was not adjusted or removed. The status of the patient following the revision procedure is not known.